Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose of 516 mg/dl with nausea, vomiting and urinary retention. The customer was treated intravenously with fluids of saline and insulin. The customer was released the same day with issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended. The customer reverted to manual dose injection for insulin therapy.